Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 5.4 mmol/l, and the meter bg reading was 25.5 mmol/l. Customer acknowledged pump functioned as intended.